Event description:
Rn accessed vortex port with 16g angio dynamic needle and aspirated 1ml of blood and flushed and pt said "ouch". Pulled back blood again and attempted to flush and pt said it hurt and sting. Rn noticed that skin around the port puffed up. Second nurse at the bedside and witnessed skin puff up around the port. Cxr revealed catheter had broken off and was in pulmonary artery. Pt taken to cath lab and piece removed without further issue.